Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo 13.2 implantable collamer lens of diopter -13.0 into the patient's right eye (od) on (B)(6) 2023. On 27-sep-2023 the lens was exchanged for a shorter length lens due to excessive vault. The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
A4-a6: unk. Claim # (B)(4).